Manufacturer narrative:
Concomitant medical products: 4469 lead, implanted: (B)(6) 2005, dtpb2d1 crt-d, (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low left ventricular (lv) lead impedance on a vector that was not in use. The lead remains in use. No patient complications have been reported as a result of this event.